Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by onsite service personnel, it was determined that the customer was not placing the cuffs in the right spot to get an accurate measurement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was related to a user issue. The issue was resolved by providing information to the customer on how to properly set the cuffs. The system was confirmed to be working correctly.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that there is errors in the measurement of spo2. The device was not in clinical use at time of event, no adverse event was reported.